Event description:
It was reported that purewick urine collection system pw300 was not suctioning, they also transferred the end customer to ucc and (B)(4) was able to assist them but the customer was on call and would not answer so they asked (B)(4) to do a call back and see if they by any way could help the customer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.